Event description:
It has been reported that during aspiration the physician reportedly detected blood clots within the sheath with "no change in technique". There is no report of pt injury. The device is not being returned for eval.